Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, looked worse than before she did any filler / thinner than before the first treatment (injection site deformation) was deemed to meet serious injury criteria of permanent damage. The device history record for radiesse (+) lot number a00002100 and 10034693 were reviewed. A lot search was conducted on a00002100 and no other similar events were noted. There was a nonconformances noted, but none that would have contributed to this event. Lot number 10034693 could not be confirmed.

Event description:
This spontaneous report was received from an us nurse and concerns a female patient. She was injected with radiesse, into the hands, on (B)(6) 2021. The patient was later injected with radiesse, into the hands, in (B)(6) 2021. For each treatment she was injected with a full syringe. After the radiesse injection, the patient experienced that they looked worse than before she did any filler in her hands. On (B)(6) 2022, one day prior to this report, the nurse saw the patient and took more pictures. The outcome of the event was unknown. Follow-up information was received on (B)(6) 2022: this case was upgraded to serious. The suspect product was recoded from radiesse to radiesse (+). The event term looked worse than before she did any filler was amended to looked worse than before she did any filler / thinner than before the first treatment. The coding was changed from injection site reaction to injection site deformation. The patient's initials, date of birth, age and weight (85.3 kg), were provided. She was 63 years old at the time of the event. The patient was injected with radiesse (+), into the hands (off label use of device). As reported, she was injected with 2 syringes of radiesse (+) with the ambiguously reported batch number 10034693 (expiry date 06/2021) and she was injected with 1 syringe of radiesse (+), with the batch number a00002100 (expiry date ambiguously reported as 06/2021). The batch record review was received and the lot number for radiesse (+) was confirmed as a00002100 (expiry date: 11/2022). A lot search in the global safety database was conducted. The patient's medical history included a very high cholesterol.. In 2021, after the radiesse (+) injection, the patient experienced that her hands look worse than before she did any filler and that they were thinner than before the first treatment. No relevant laboratory tests were performed. As reported, the patient was not retreated at the time of this report, however she was planned for a re-treatment within a month. In the opinion of the reporter, the event was permanent. The outcome of the event remained unchanged.